Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, subacute thrombosis and death occurred. The 50-90% stenosed lesion was located in a heavily calcified left anterior descending artery that had a bend of greater than 90 degrees. A 2.75 x 32 mm taxus liberte' drug eluting stent was deployed in the lesion at 8 atms. The stent was then post-dilated with the delivery system balloon to 16 atms more than once. A non-bsc catheter was used to interrogate the stent. It was noted that the circumflex had 99% stenosis but would be treated at a later date in a staged procedure. No pt injuries or complications occurred. Pt status was satisfactory. The pt was discharged on plain aspirin 325 mg once per day for 6 months with a dose change to 81 mg per day after 6 months, 75 mg plavix per day indefinitely and 7.5 mg lortab every 6 hrs as needed for pain. Twenty seven days later, the pt presented with severe chest pain and an anterior wall st-segment elevation myocardial infarction with a right bundle-branch block. The pt reported that they were compliant with their antiplatelet therapy and they were given an additional 600 mg plavix, 325 mg aspirin, IV heparin, beta blocker and morphine. It was found that the left anterior descending artery was 100% occluded. The timi flow was grade 0. The vessel was opened with a 3.0 x 20 mm apex balloon. The lesion was then dilated with a 3.25 x 20 mm quantum maverick balloon inflated to 14 atms. The pt's blood pressure dropped at this time into the 60s and 70s. An angiogram was performed of the right coronary artery to determine if the pt was a candidate for bypass surgery, but the physician felt that the operative risk was too high based on comorbidities. The ejection fraction was noted to be 35%. After consult, it was felt that no further stenting would benefit the pt. A non bsc catheter interrogated the reopened stent. The pt was placed on an intraaortic balloon pump. The pt's medications were changed to 325 mg aspirin once a day, 75 mg plavix twice a day, 100 mg pletal twice daily due to the possibility of plavix or aspirin resistance. The pt's overall prognosis at the end of the procedure was guarded. An unk time later the pt expired in the hosp. The physician attributes the death to the thrombosis.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.